Manufacturer narrative:
Additional information: if implanted: not applicable, as the intraocular lens was inserted and removed in the initial surgery. If explanted: not applicable, as the intraocular lens was inserted and removed in the initial surgery. (B)(4). Device evaluation: product testing could not be performed because the product was lost in the operating and was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no other complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) had patient contact, extent is unknown. But there was patient injury as event required vitrectomy and suture(s) to be performed. Nevertheless, the procedure was completed using a non-johnson & johnson surgical vision lens. Patient outcome was reported as fine. Lens is not being returned as it got lost in the operating room. No further information available.